Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the e-100 generator powered off three times during use. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the issue as it was an intermittent issue. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate the customer reported complaint. The e-100 generator was installed onto the test system, and it worked fine with synchroseal instrument installed. Fa used the synchroseal instrument with a saline dipped gauze in the jaws and fired yellow pedal/sync activations and cut/seal about 100 times. The e-100 generator worked fine without any issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 25902 which stated that the electrosurgical unit (esu) communication warning with nest: cut hold command response timeout related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the e-100 generator intermittently powered off during procedure. The surgeon was able to continue with the procedure and completed it robotically without any patient injury. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.